Event description:
It was reported that the user experienced a bent cannula and insulin leakage after a site change with a steel infusion set, followed by elevated glucose and a hospitalization for diabetic ketoacidosis; the user subsequently switched to a teflon infusion set and requested replacement supplies, and device logs were synced and the ilet was reconnected. Symptoms included hyperglycemia, diabetic ketoacidosis, lethargy, sweating, nausea, vomiting, and thirst, with a separate reported hypoglycemia to 53 mg/dl later corrected with oral glucose. Outcomes included emergency evaluation and treatment with IV insulin and fluids, temporary inability to drive requiring non-medical assistance, and same-day discharge without lasting effects. Investigation included review of available device data and user reports. Investigation of this case revealed insulin delivery interruption due to a bent cannula and infusion site issues consistent with occlusion or dislodgement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unknown and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.